Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and two months post insertion she experienced serious pain and bleeding all the time amongst other non-serious events. She went to ER and endometriosis was diagnosed. She had a hysterectomy performed. Pelvic pain and genital bleeding may occur during essure therapy. Although endometriosis would be an alternative explanation for these events, as they occurred 2 months post insertion, they are considered related to the device. As an intervention was performed, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 ((B)(4), awareness date (B)(6) 2015 ). It refers to a female consumer of (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date for contraception after her fourth child. Consumer reported that by the second month she had essure place she experienced dizzy, sick, serious pain, bleeding all the time and no energy. She was in so much pain that she went to the emergency room and found out that she had 2 ovarian cysts and endometriosis. She had a hysterectomy performed. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and two months post insertion she experienced serious pain and bleeding all the time amongst other non-serious events. She went to ER and endometriosis was diagnosed. She had a hysterectomy performed. Pelvic pain and genital bleeding may occur during essure therapy. Although endometriosis would be an alternative explanation for these events, as they occurred 2 months post insertion, they are considered related to the device. As an intervention was performed, this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.